Event description:
Boston scientific crm received information that, during a vt ablation procedure, this implantable cardioverter defibrillator (ICD) detected but did not deliver a shock for a ventricular fibrillation (vf). Three attempts were initiated by the device during this episode. During the first attempt, no shock was delivered following a 21.5-second charge time and an external defibrillation was initiated. The device began attempt 2, during which time the stat shock button on the programmer was pressed two times. The device episode detail indicated vf shock 1 "no therapy followed by vf shock 1" manual divert. No shocks were delivered by the device; the caller confirmed that the divert button was not ever pressed. The patient was externally rescued. Additional information indicated this device was explanted for normal battery depletion.